Event description:
It was reported that the patient was transferred to the intensive care unit for hypoglycemia on (B)(6) 2025 at aller-weser-klinik ggmbh hospital verden, while already hospitalized for a cardiac condition. The patient's blood glucose levels declined to 23 mg/dl while wearing the pod between 1 and 4 hours. Symptoms reported include fatigue. The patient was treated with intravenous glucose solution. The patient was discharged (B)(6) 2025. The pod was discarded at the hospital.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Manufacturer narrative:
Cloud data for the user was reviewed for the period of 14dec2025-16dec2025. Inspection of the patient history buffer (phb) and pod manager history (pmh) data indicated that the pod listed on the complaint page was activated on 2025-12-14 22:22 and deactivated on 2025-12-15 01:09. The cloud data indicates that the system was appropriately adjusting suggested insulin based on received estimated glucose values (egvs). No instances of the automated algorithm delivering automated basal while estimated glucose values were below 60 mg/dl were observed. The user was found to receive multiple urgent low glucose alerts in response to the corresponding low egvs received, as expected. No evidence of an overdelivery of insulin or of any issues with the automated algorithm was observed in the available cloud data.